Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter read inaccurately erratic. The patient manages her diabetes with novolog insulin, lantus insulin, and metformin. The patient indicated that the alleged issue started on (B)(6) 2010, at 8:00 am. The patient reported blood glucose results of "194 and 103 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Twenty minutes after the alleged issue began, the patient claimed that she developed symptoms of dizziness, shakiness, and a headache. The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, what her last meter reading was before the symptoms developed, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know what date/times the reported results were obtained. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.